Event description:
As reported by the user facility: pt had a seizure at the completion of therapy on in 2007. Pt had a history of seizures and unstable at time of treatment. Pt died 10 days later. Customer reported that pt's sodium level was lower than normal after dialysis therapy. Customer reported that machine was checked by biomed the following day and that a final conductivity value of 140 m/s was displayed on the machine. Additional info provided by the risk manager at the facility indicated the pt was in chronic renal failure and very septic at the time of the incident. He aslo had a pre-existing history of seizures. At the time of the seizure the pt received sodium very quickly and his sodium level came up rapidly. Although the decrease in sodium contributed to the seizure, the nephrologist has determined it was not associated to his death. The cause of death was multi system organ failure, secondary to sepsis. According to ms hannah, the pt was admitted one day before, received dialysis on the following day, and passed away four days later.

Manufacturer narrative:
On 05/01/2007 - a.b. Braun customer engineer inspected the machine and confirmed that the default value for final conductivity was lower than normal as a result of an erroneous user entry error. The entry error was attributed to a corrupt user created configuration diskette. A machine trend file from the therapy was analyzed and reveals multiple "concentrate mixing ration" alarms. Each ongoing alarm was cleared by the user without action to resolve the situation. Customer explained that they checked the parameters on the, "acknowledge data" screen, but continued to commence therapy. Customer claimed to have checked the conductivity with an external device as described in the IFU. The b. Braun customer rep changed the configuration of machine to include correct conductivity value. The customer was trained to take measure on correcting discrepancy between prescribed machine parameters, and what is illustrated on the screen or with an external measuring device.